Manufacturer narrative:
(B)(4). The clip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment, gripper line pieces left in the anatomy and mitral valve replacement. It was reported that a mitraclip procedure was performed on (B)(6) 2018 treating functional mitral regurgitation (mr) grade 4. One mitraclip was successfully implanted on the a2/p2 area, reducing mr to grade 2. Reportedly, this procedure was performed without noted issues and the gripper line was removed in one piece without difficulty. On (B)(6) 2018, transthoracic echocardiogram was performed and the clip was observed detached from the anterior leaflet, while remaining attached to the posterior leaflet (single leaflet device attachment -slda). Severe mr was observed. As treatment, surgical mitral valve replacement was performed on (B)(6) 2018. There was no tissue injury seen due to the slda. The clip was observed as closed and still attached to the posterior leaflet. Following explantation, the clip spontaneously inverted. In addition, during the surgery, two pieces of gripper line were noted in the left atrium. The event required prolonged hospitalization; the patient remains in intensive care and still requires a respirator. The patient has developed two extracardial complications, lung bleeding and pancreatitis. No additional information was provided regarding this issue.

Manufacturer narrative:
Patient codes: 1706 not labeled 1888 labeled 1930 labeled. 2041 labeled 2695 not labeled. (B)(4). Evaluation summary: all available information was investigated and the reported mechanical issue, break (gripper line) and single leaflet device attachment (slda) were not tested due to the condition of the returned device (only clip returned) and partial gripper line (8cm) was returned. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. It should be noted that the reported patient effects of embolism (failure to retrieve mitraclip system components), hemorrhage, infection, worsening mitral regurgitation (mr), renal failure and respiratory failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - locked) and slda could not be determined in this incident. It is possible that user technique/procedural conditions could have influenced the clip to open; however, this cannot be confirmed. The reported patient effect or worsening mr was due to slda. The reported break (gripper line) appears to be due to procedural circumstances/user technique during removal of the gripper line post deploying the clip which resulted in the reported embolism; and the reported removal of foreign body and surgical procedure (major) are due to case specific circumstances due to mitral valve replacement surgery and explanting the mitraclip/ removal of the gripper line. Hemorrhage was due to procedural circumstances. The reported respiratory failure and prolonged hospitalization appears to be due to case specific/procedural circumstances. A definitive cause for the reported infection could not be determined in this incident. The reported renal failure was likely due to procedural circumstances; however, this cannot be confirmed. The reported abnormal test result was due to anemia and the cause of anemia was low hemoglobin which was likely a result of procedural circumstances; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information as obtained: starting on (B)(6) 2018, pulmonary bleeding occurred due to mechanical ventilation. Abnormal test results were reported of decreased hemoglobin and increased creatinine. The decreased hemoglobin was treated with a blood transfusion and elevated creatinine was treated with dialysis. Due to a mechanical ventilation weaning issue after surgery, a tracheotomy was performed. Per physician, these events were possibly related to the device. On (B)(6) 2018, mitral valve replacement surgery was performed. During this surgery, 4 cm long pieces of the gripper line were seen. Initially it was thought that that these pieces had been completely withdrawn during removal of the clip delivery system. Currently the thought is that the mitraclip gripper line had torn at two positions. In addition, a leg wound infection developed where a coronary artery bypass graft (CABG) was removed during this cardiac surgery. The leg infection required a wound-vac as treatment. Per physician, the CABG was unrelated to the mitraclip device. No additional information was provided regarding this issue.